Event description:
A lumbar fusion procedure was performed in 2004 for levels l2 to s1. Follow up x-rays in 5/2004 identified that a s1, the head of the multi-axial screw on the left side of the construct had disassociated from the shank of the screw, and the rod had separated from the multi-axial on the right side of the construct. At the time of follow up, the surgeon elected that the construct would remain implanted. A follow-up in october 2004 by bmi found the construct to still be implanted in the pt with no complications. In 2004, an explantation was performed due to discomfort reported by the pt.